Manufacturer narrative:
Device evaluation: a lens holder in a ziplock bag was received at the manufacturing site. The lens holder was received empty with no lens in it. Product testing could not be performed because the product was not returned. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 19.5 diopter intraocular lens (iol) was explanted due to the to patient requiring a different lens power. The lens was replaced with a 17.5 diopter lens and patient is doing well. No further information was provided.